Event description:
It was reported that the lead was explanted and replaced, due to oversensing of noise. Only the proximal portion of the lead could be explanted.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2008, inratio: >7,5, lab: 1.9. Date: (B)(6)2008, inratio: 1.2, lab: 2.5.

Manufacturer narrative:
The reported field event of noise was verified in the laboratory. The outer insulation of the is-1 connector leg was abraded due to friction to the ICD can. The reported noise could occur when the exposed metal of the sensing coil comes in contact with the ICD can. Normal electrical characteristics were observed.